Event description:
It was reported that the asymptomatic patient presented during a pacemaker replacement procedure. Upon interrogation, noise oversensing leading to loss of cardiac pacing was detected on the right atrial lead. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.